Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. On (B)(6) 2024 the firm was notified that the patient was showing signs of infection and an explant was planned. The nalu system was removed on (B)(6) 2024.

Manufacturer narrative:
No previous notifications were received regarding any adverse symptoms being seen by the patient or medical staff. No lab testing was performed to confirm presence or type of infection. Infection is a known inherent risk of invasive procedures and there is insufficient information available to the firm to further evaluate the cause or source.